Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 76209ud01 was identified.

Event description:
The customer observed false positive alinity I total b-hcg for a 31-year-old female. The following results were provided: (B)(6) 2025, sid (B)(6), initial b-hcg result= 114.84 iu/l. Due to the physician doubting the result, the sample was retested. The repeat result= <2.3 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
Update to section d4 - catalog # from 07p51-20 to 07p51-74. Update to section d4 - lot # from 76209ud00 to 76209ud01. Update to section d4 - primary UDI number from (B)(4). This report is being filed on an international product, list number 07p51-74, that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I total b-hcg for a 31-year-old female. The following results were provided: (B)(6) 2025, sid (B)(6), initial b-hcg result= 114.84 iu/l. Due to the physician doubting the result, the sample was retested. The repeat result= <2.3 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
Updated d4 - primary UDI number: (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg for a 31-year-old female. The following results were provided: (B)(6) 2025, sid (B)(6), initial b-hcg result= 114.84 iu/l. Due to the physician doubting the result, the sample was retested. The repeat result= <2.3 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-20, that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg for a 31-year-old female. The following results were provided: (B)(6) 2025, sid (B)(6), initial b-hcg result= 114.84 iu/l. Due to the physician doubting the result, the sample was retested. The repeat result= <2.3 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
Correction to section g3 - date received by mfg, changed from 11/24/2025 to correct date of likely cause change of 1/21/2026. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive alinity I total b-hcg for a 31-year-old female. The following results were provided: (B)(6) 2025, sid (B)(6), initial b-hcg result= 114.84 iu/l. Due to the physician doubting the result, the sample was retested. The repeat result= <2.3 iu/l. There was no impact to patient management reported.